Manufacturer narrative:
The reported issue with safety valve test failed in puc was confirmed on site by service technician. The safety valve pull magnet was replaced and the unit passed all functional and safety tests according to factory specifications and was cleared for clinical use. The replaced safety valve pull magnet was not returned for investigation. Device logs were downloaded and provided for investigation. The safety valve pull magnet controls the opening and closing of the safety valve. The safety valve opening pressure is calibrated during each pre-use check. Evaluation of the received device logs can confirm the event of the safety valve test failed. The opening pressure was not possible to calibrate. Date of event is set to 04/18/2020 according to logs. The logs shows that the unit passed pre-use check after the pull magnet was replaced. The conclusion of this investigation is that the safety valve pull magnet caused the reported issue. Since no goods was returned the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).